Event description:
I had starr vision icl's implanted in my eyes. One was done (B)(6) 2019 and the other (B)(6) 2019. I have had eye pain ever since. The surgeon removed them february (B)(6) and (B)(6). I am still having pain. I cannot be outside in the sun or wind. When I am inside I have to keep the lights dimmed. I've been to multiple drs and seems to be dismissed. No one can figure out what is wrong. I was treated for dry eye for over month and I do not believe that is the root cause of the pain. After the surgery my eye pressure increased and I was on combigan to help. FDA safety report ID# (B)(4).